Event description:
A malfunction with the pump was reported, displaying a malfunction code. There was no reported impact on the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue recurred, and they acknowledged this advice.